Manufacturer narrative:
The device was returned for analysis. The reported leak was confirmed. The reported activation failure could not be confirmed due to the condition the device was returned. Additionally, a tear in the balloon was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined it is likely the noted torn outer member identified during return evaluation of the device caused the reported leak and subsequent reported activation failure. A conclusive cause for the reported torn outer member can not be determined; however, potential factors that may contribute to split, cut or torn material include, but are not limited to, interaction with accessory devices, mishandling during manufacturing, during receiving/storage at the account, and/or during removal from packaging, preparation of the device and/or protective sheath/stylet removal. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented in critical condition with oxygen desaturation. The procedure was to treat a calcified lesion located in the proximal left anterior descending (plad) artery, with an acute occlusion. The 3.00 x 18mm xience skypoint drug eluting stent (des) was advanced to the lesion, but the balloon failed to inflate. It was thought that there was a leak in the balloon. The device was removed from the anatomy. Another stent system from the same lot was successfully implanted to complete the procedure; however, due to the low oxygen saturation, the patient died during the procedure. Per the physician, neither xience skypoint stents caused or contributed to the patient death. No additional information was provided.